Event description:
The customer obtained negatively biased glu qc results on a vitros dt60 ii analyzer. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There were no allegations of harm. The report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found that the negatively biased qc results were obtained while the customer was running glu on a backup dt60 system. The root cause in analyzer related.